Event description:
It was reported by the customer in china that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the switch buttons on the vapr clplse90 electrode w hand cntrls device did not work as the electrode was ablating. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. However, a video was provided. Upon visual inspection of the video, it was not possible to evaluate the electrode condition, also the video did not show the electrode while it was being activated; the video did not provide enough evidence to confirm the complaint. Without physical evaluation, we could not determine a root cause for the issue experienced by the customer. The possible root cause could be related to procedural variables, such handling of the device or product interaction during procedure. However, we cannot conclusive affirmed. As a potential cause could not be associated with manufacturing, a manufacturing record evaluation was not required. At this point in time, no corrective action was required, and no further action was warranted. However, depuy synthes mitek would continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint was observed in the field.